Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: investigation revealed that the battery compartment was cracked in two places and the battery compartment threads were stripped. The returned battery cap was able to maintain electrical connection. Unrelated to the original complaint, investigation revealed the following: the pump casing was cracked in the lower right corner of the display area; there were no audible tones at power up or during alarm sequences; the pump casing was removed and a test case was installed, and the audible tones functioned normally; further investigation revealed a cracked solder connection at the audio circuit piezo.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.